Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message resulting in elevated blood glucose levels. The infusion device shut off during the night of (B)(6) 2021 to (B)(6) 2021 while the patient was sleeping. At 11:00 a.m. On (B)(6) 2021, the patient was unconscious. The patient was transported to the hospital and admitted into the intensive care unit. The patient's blood glucose level fluctuated between 300 mg/dl to 400 mg/dl. The patient was treated with insulin and hydration medication via IV. The patient was currently still in the hospital.